Event description:
It was reported that the usb cable was broken and would no longer work to charge the pump. There was no reported impact to customer's blood glucose level. Replacement cable was sent to the customer.